Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
High threshold capture was noted during follow-up. An x-ray examination revealed that the lead was dislocated. The lead was explanted and replaced. The patient was well following the procedure.